Event description:
This complaint is one of two complaints which document related cases that occurred two times during event month at the same clinic. Both complaints were due to the breakage of an biorci screw during the insertion portion of an acl procedure. Neither case was reported to use the recommended tapping procedure as outlined in the IFU. There were no delays or patinet injury reported.